Event description:
Based on the information received on 29-dec-2017, the case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. Upon internal review on 29-dec-2017, seriousness criterion of disability was updated to event of could not walk this unsolicited non valid case from united states was received on 20-nov-2017 and 21-nov-2017 (processed together with clock start date as 21-nov-2017) from the nurse. This case concerns 05 patients (age and gender unspecified) who received treatment with synvisc one injection and after unknown latencies the patients could not walk, large effusions, redness at the sites and flare up. Also, device malfunction was identified for the reported lot number. No relevant medical history, past medications and concomitant medications were reported. On unknown dates, the patient received treatment with intra-articular synvisc one injection, once (dose, indication, lot number 7rsl021 and expiration date: may-2020). On unknown dates, unknown latencies of receiving the injection the patients had adverse events after receiving synvisc one injections. Patients could not walk, had large effusions and redness at the sites. It was reported that some of the patients went to emergency room. Four out of five patients had flare up. Corrective treatment: wheelchair for could not walk; not reported for rest of the events. Outcome: unknown for all the events. (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: disability for device malfunction and could not walk upon internal review: lot details initially reported as 734fl02 was corrected to 7rsl021 additional information was received on 29-dec-2017 and 12-jan-2018 (both information processed together with clock start date of 29-dec-2017). This case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 23-jan-2018: this case concerns a patient who suffered experienced to being unable to walk, had knee effusion, and injection sit redness after receiving synvisc one injection from the recalled lot. Although exact event onset date has not been provided in the case, temporal relationship can still be established between the events and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, pharmacological plausibility of the events to the product cannot be excluded.

Event description:
Based on the information received on 29-dec-2017, the case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. Upon internal review on 29-dec-2017, seriousness criterion of disability was updated to event of could not walk this case is cross referred with the case (B)(4) (cluster). This unsolicited non valid case from united states was received on 20-nov-2017 and 21-nov-2017 (processed together with clock start date as 21-nov-2017) from the nurse. This case concerns 02 patients (age and gender unspecified) who received treatment with synvisc one injection and after unknown latencies the patients could not walk, large effusions, redness at the sites and flare up. Also, device malfunction was identified for the reported lot number. No relevant medical history, past medications and concomitant medications were reported. On unknown dates, the patient received treatment with intra-articular synvisc one injection, once (dose, indication, lot number 7rsl021 and expiration date: may- 2020). On unknown dates, unknown latencies of receiving the injection the patients had adverse events after receiving synvisc one injections. Patients could not walk, had large effusions and redness at the sites. It was reported that some of the patients went to emergency room. Four out of five patients had flare up. Corrective treatment: wheelchair for could not walk; not reported for rest of the events outcome: unknown for all the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: disability for device malfunction and could not walk upon internal review: lot details initially reported as 734fl02 was corrected to 7rsl021 additional information was received on 29-dec-2017 and 12-jan-2018 (both information processed together with clock start date of 29-dec-2017). This case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. Global ptc number and ptc results were added. Text was amended accordingly. Follow up was received on 29-jan-2018. Related case ids was added and number of patients was updated from 05 to 02. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow-up dated 29-jan-2018: this case concerns a patient who suffered experienced to being unable to walk, had knee effusion, and injection sit redness after receiving synvisc one injection from the recalled lot. Although exact event onset date has not been provided in the case, temporal relationship can still be established between the events and the suspect product based on the available information. Additionally, as the concerned lot number has been identified to have malfunction by the company. Therefore, pharmacological plausibility of the events to the product cannot be excluded.